Manufacturer narrative:
Reader (B)(6) has been returned and investigated with returned test strips. Visual inspection has been performed on the reader and no issues were observed. Meter powered on with button depression and strip insertion. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc blood glucose meter. Customer reported a high reading of 14.4 mmol/l which was higher than a lab reading of 3.6 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. The dhrs (device history review) for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc blood glucose meter. Customer reported a high reading of 14.4 mmol/l which was higher than a lab reading of 3.6 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.